Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 264 mg/dl. During troubleshooting with tandem technical support, it was noted that the pump date was inaccurate. The customer was unsure how the pump date became inaccurate. Tandem technical support guided the customer through adjusting the pump date. At the time of the report, customer's bg level was 120 mg/dl.